Manufacturer narrative:
A ge rep conducted an onsite investigation. The power supply fuse was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the amplifier was out of service on the 7900 system. No pt injury was reported.